Manufacturer narrative:
Based on the reported info and investigation of the returned product, the reported condition of product slippage could not be confirmed or duplicated. The returned unit passed all functional and performance testing as received. The root cause of this incident is not related to the MFR or the design of the unit.

Event description:
On the last week of (B)(6) 2010, it was reported that the product was extremely loose. The unit slipped on the pt and caused a laceration. Additional clinical info has been requested but no further info was provided.